Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the knife did not cut as it usually does during a surgical procedure. No harm to the patient was reported. Additional information has been reported.

Manufacturer narrative:
Received 1 opened 2.4mm db hp2 intrepid knife in a blade protector tray for the reported complaint "didn't cut as usually does". The returned open sample was examined per facility procedure (B)(4), and determined to be visually nonconforming due to the damaed tip and damaged cutting edge. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Damage to the tip and cutting edge of the blade like that observed can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).